Manufacturer narrative:
The device was not returned to olympus for inspection, and the reported failure was not confirmed. A root cause could not be identified. Since the product was not returned, the definitive cause was not determined due to the absence of the product. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head exhibited the cable was damaged and the image was stripped during inspection for use. There were no reports of patient involvement.